Manufacturer narrative:
Tandem's t:slim user guide explains to the customer to install a filled cartridge onto the pump during load. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. The user's blood glucose level ranged from 130 mg/dl to 140 mg/dl. Reportedly, the user filled the cartridge while the cartridge was on the pump. A follow up with the user confirmed that the user no longer experienced an inaccurate fill estimate.